Event description:
It was reported that during the procedure, one of the seven coils broke and got stuck within the lumen of the microcatheter which did not allow other coils to be deployed. The detachment system was also reported to have stopped during the case. The broken subject coil along with the microcatheter was removed and replaced. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, one of the seven coils broke and got stuck within the lumen of the microcatheter which did not allow other coils to be deployed. The detachment system was also reported to have stopped during the case. The broken subject coil along with the microcatheter was removed and replaced. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event

Manufacturer narrative:
B1: adverse event/product problem ¿ corrected - no ¿product problem¿. H1: type of reportable event ¿ corrected - no ¿malfunction¿. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The returned product was confirmed to be the product reported in the complaint. During visual inspection, the main coil found to be kinked/bent. During functional inspection, the main coil could not be advanced from the introducer sheath. Due to the automated manufacturing execution system system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event of main coil broken/fractured during use was not confirmed. The reported event of coil in catheter friction was not confirmed but the noted sheath friction during analysis is indicative of the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis of the concurrent complaint addressing one of the coils used in conjunction with the subject coil in the procedure, it was confirmed that the other main coil was fractured at the detachment zone which was not returned. Per the event description "the customer thinks a coil may have gotten stuck in the microcatheter." It is likely that the other coil detached inside the microcatheter which resulted in subsequent coils not being able to advance through the microcatheter. An assignable cause of procedural factors will be assigned to the as reported event of coil in catheter friction, as well as the as analyzed events of main coil kinked/bent and coil introducer sheath friction since these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of not confirmed will be assigned to the as reported event of main coil broken/fractured during use. The issue included a returned product review (visual, physical, and performance testing) which showed no evidence of the alleged issue(s). The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.